Event description:
Patient underwent a carotid artery angioplasty with stenting on (B)(6) 2018 in emergency room (ER). As sheath was being removed from groin it detached from itself and attempts to remove it were unsuccessful. Vascular surgery consulted and patient went to operating room for removal of sheath.